Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limit valve was replaced.

Event description:
The hospital reported that the adjustable pressure limit valve knob became detached from the valve body. There was no reported patient injury.